Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was not required to visit the customer. The customer performed a system check and precision run and all results were within specification. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The original result was above the normal reference range of the assay. A serial draw was then completed on the patient and a result within the normal reference range of the assay was generated. The customer then ran the original patient sample on the customer's access 2 immunoassay instrument (serial (B)(4)) and generated a lower result that was above the normal reference range of the assay. The initial high result was released outside the lab, the customer stated that the patient was admitted to hospital but could not confirm if this was due to the false high access accutni+3 result. The sample was collected in a lithium heparin tube and it was spun at 4,500 revolutions per minute (rpm) for five (5) minutes. The customer reported no visible issues with the integrity of the sample. The customer stated their qcs were within specification before and after the event. A system check and precision run completed after the event and all results were all within specification.